Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system detected high out of range pacing impedances of greater than 3000 ohms. The pacing impedances have been steadily increasing along with the pacing thresholds (1.5 volts to 2.5 volts) since implant. The shock impedances were stable. It was noted sensing was greater than 25 mv. No noise was observed and there were no stored events. Troubleshooting options were discussed. Additional information was received, that under x-ray, the proximal coil appeared to be stretched on this right ventricular (rv) lead. The physician also reviewed the x-ray that was performed the day after implant, and again, the proximal coil appeared to be stretched. The plan is to explant and replace the rv lead. The patient also plans to seek a second opinion. At this time, this rv lead remains in service and there were no adverse patient effects reported.